Manufacturer narrative:
(B)(4). Unit received with blank display after battery insertion due to moisture damage on electronic board stack. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to blank display. Unable to verify audio/absence of alarm due to blank display. Corroded battery tube and force sensor assembly. Moisture damage on motor assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had deep crack in the rear compartment of the insulin pump. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.